Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and unexpected power loss with out warning. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and sometimes just turn off and the battery compartment was chipped. It was reported that they would not alarm when battery low would just shut off. The insulin pump will be returned for analysis.